Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemic condition") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tinea corporis, chest pain, floaters, photophobia, phonophobia and bloody stool. Concomitant products included antifungals for topical use, ferrous sulfate since 2013, ibuprofen (motrin) since (B)(6) 2014, ketoconazole, medroxyprogesterone (depo provera), medroxyprogesterone from (B)(6) 2017 to (B)(6) 2017, oral contraceptive nos from (B)(6) 2011 to (B)(6) 2011, sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain "), fatigue ("fatigue"), abdominal distension ("bloating") and vision blurred ("blurred vision"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems-depression"). In (B)(6) 2015, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction-itching"), vaginal discharge ("vaginal discharge") and rash ("rashesh or skin conditions"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), pelvic pain ("pain") and fear of death ("worries fear of death"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, back pain and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia, pruritus allergic, female sexual dysfunction, urinary incontinence, haemorrhagic anaemia, dysmenorrhoea, fatigue, abdominal distension, abdominal pain lower, alopecia, hormone level abnormal, migraine, headache, nausea, pelvic pain, depression, vaginal discharge, vision blurred, weight increased, rash and fear of death outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fear of death, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus allergic, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: consumer was still suffering from the above mentioned symptoms and was investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following one/ was described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events abdominal distension , abdominal pain lower, alopecia, anaemia,depression, , dysmenorrhea, fatigue, female sexual dysfunction, headache, hormone level abnormal, incontinence, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, uterine hemorrhage, vaginal discharge, vaginal hemorrhage, vision blurred and weight increased are added. Lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), device dislocation ('migration of the essure device : unknown location'), genital haemorrhage ('abnormal bleeding'), blood loss anaemia ('anemic condition') and lymphadenitis ('salivary gland adenitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, flank pain and cholecystectomy. Previously administered products included for birth control: depo provera from 2006 to october 2009. Past adverse reactions to the above products included pregnancy with depo provera. Concurrent conditions included overweight, tinea corporis, chest pain, floaters, photophobia, phonophobia, bloody stool, nausea, urinary frequency, loose stools, cyst, sinus pain, nasal congestion and painful urination. Concomitant products included oral contraceptive nos from june 2011 to september 2011 for menstrual cycle management as well as amoxicillin;clavulanic acid (augmentin), antifungals for topical use, ferrous sulfate since 2013, ibuprofen (motrin) since february 2014, ketoconazole, medroxyprogesterone acetate (depo provera), medroxyprogesterone from november 2017 to december 2017, sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced dyspareunia ("pain during intercourse (painful sexual intercourse),"). In march 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2011, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("hormonal changes : mood swings"), vision blurred ("blurred vision") and emotional disorder ("hormonal changes: emotions"). In june 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2011, the patient experienced blood loss anaemia (seriousness criterion medically significant). In december 2011, the patient was found to have weight increased ("weight gain") and experienced menstruation irregular ("irregular bleeding"). In february 2012, the patient experienced nausea ("nausea"). In april 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2015, the patient experienced depression ("psychological or psychiatric problems-depression"). In february 2015, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction-itching"), vaginal discharge ("vaginal discharge") and rash ("rashes or skin conditions type: rash"). In june 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In june 2016, the patient experienced alopecia ("hair loss"). In november 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In march 2017, the patient experienced lymphadenitis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping"), pelvic pain ("pain"), fear of death ("worries fear of death"), anaemia ("blood or heart disorder/condition:- type:-anemia"), hair growth abnormal ("hormonal changes :-abnormal hair growth"), lymphadenopathy ("excessive swelling in lymph") and lymph node pain ("pain in lymph node"). The patient was treated with surgery (left side lymph node removal and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation and dyspareunia had not resolved, the genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal discharge, anaemia and menstruation irregular had resolved, the blood loss anaemia, lymphadenitis, female sexual dysfunction, urinary incontinence, fatigue, mood swings, migraine, nausea, pelvic pain, weight increased, fear of death, emotional disorder, hair growth abnormal, lymphadenopathy and lymph node pain outcome was unknown and the pruritus allergic, abdominal distension, alopecia, headache, depression, vision blurred and rash was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, blood loss anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fear of death, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, lymph node pain, lymphadenitis, lymphadenopathy, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus allergic, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: consumer was still suffering from the above mentioned symptoms and was investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ was described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: salivary gland adenitis, excessive swelling in lymph and pain in lymph node. Outcome for events abdominal pain, back pain, anemia, abnormal bleeding, irregular periods, cramping and vaginal discharge were recovered. The events psychiatric/psychological difficulties, itchiness, rash, headaches, blurry vision, bloating and hair loss were recovering. Historical drug, medical history, concurrent condition and concomitant medication were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), device dislocation ("migration of the essure device : unknown location"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemic condition") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tinea corporis, chest pain, floaters, photophobia, phonophobia and bloody stool. Concomitant products included antifungals for topical use, ferrous sulfate since 2013, ibuprofen (motrin) since (B)(6) 2014, ketoconazole, medroxyprogesterone (depo provera), medroxyprogesterone from (B)(6) 2017 to (B)(6) 2017, oral contraceptive nos from (B)(6) 2011 to (B)(6) 2011, sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In v2011, the patient experienced dyspareunia ("pain during intercourse (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("hormonal changes : mood swings"), vision blurred ("blurred vision") and emotional disorder ("hormonal changes: emotions"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced weight increased ("weight gain") and menstruation irregular ("irregular bleeding"). In february 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems-depression"). In (B)(6) 2015, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction-itching"), vaginal discharge ("vaginal discharge") and rash ("rashes or skin conditions"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain lower ("cramping"), pelvic pain ("pain"), fear of death ("worries fear of death"), anaemia ("blood or heart disorder/condition:- type:-anemia") and hair growth abnormal ("hormonal changes :-abnormal hair growth"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, back pain and dyspareunia had not resolved and the vaginal haemorrhage, menorrhagia, pruritus allergic, female sexual dysfunction, urinary incontinence, haemorrhagic anaemia, dysmenorrhoea, fatigue, abdominal distension, abdominal pain lower, alopecia, mood swings, migraine, headache, nausea, pelvic pain, depression, vaginal discharge, vision blurred, weight increased, rash, fear of death, anaemia, emotional disorder, menstruation irregular and hair growth abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, fear of death, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, hair growth abnormal, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, pruritus allergic, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: consumer was still suffering from the above mentioned symptoms and was investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following one/ was described in patient¿s medical record: abnormal uterine bleeding most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received, reporter information updated, event added :- blood or heart disorder/condition:- type:-anemia,hormonal changes: emotions), irregular bleeding, hormonal changes :-abnormal hair growth incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.